Manufacturer narrative:
Using a new sample blade it is confirmed that it is not possible to pick-up the screw as a result of the strong damages at the screw head. The returned screw was visually inspected, and the screw head cross pin shows strong deformations due to high torsional forces were applied in inserting direction. Furthermore, the flanks of the thread show strong plastic deformations downwards that point to too high axial forces. These axial forces resulted because of a very hard bone or a collision of the screw tip with the end of the pilot hole that was not deep enough. Due to the very hard bone or a collision the screw was damaged. In case of the very hard bone, because of the fact that after the screw got stuck, it was further forcibly turned in and high axial forces resulted causing the deformations of the thread flanks. Additional information was requested several times to further specify the reported event in order to determine its possible root cause. However, no further information was provided. As stated in the related IFU: should the self-drilling screws be difficult to start or insert in bone, a pilot hole should be drilled to facilitate insertion. Thus, either the user did not predrill in case of a difficult insertion (very hard bone), or the pilot hole was not deep enough. Based on the inspection there are no indications for any systematic design, material, or manufacturing related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time. The complaint is added to the complaint trend.

Event description:
It was reported by a surgeon that during a procedure the head of a screw broke off from the screw body during torque/insertion. The procedure was completed successfully without a delay. No medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by a surgeon that during a procedure the head of a screw broke off from the screw body during torque/insertion. The procedure was completed successfully without a delay. No medical intervention and no adverse consequences were reported with this event.